Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 210 mg/dl. Customer reverted to an alternate method of insulin therapy.